Manufacturer narrative:
(B)(4). Final report post primary and pre revision x-rays were provided which confirmed that the metafix stem had subsided. Review of the xrays indicated also that the size of the stem seemed too small at the primary implant. In order to progress with the investigation of this event, operative notes, patient activity level, patient medical history, whether the patient experienced any trauma prior to the revision and an update the patient post revision was requested. It was stated that the patient had average activity level, and did not experience any trauma prior to the revision. It was also reported that the patient has flexion contracture on the knee, on the same side as the revised hip. No additional information was available. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts conformed to material and dimensional specifications at the time of manufacture. Based on the available information, a bigger stem could have been more appropriate for this patient and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity biolox delta ceramic head after approximately 5 months due to subsidence of the stem.

Manufacturer narrative:
Per -3377 initial report. Additional information including post primary and pre revision x-rays, operative notes, patient details, patient medical history, whether the patient experienced any trauma prior to the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity biolox delta ceramic head after approximately 5 months due to subsudence of the stem.